Manufacturer narrative:
The harmonic ace curved shears instrument insert involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the harmonic ace instrument (pn# 480275-08 lot# m90190825-0168) associated with this event has been performed. Per logs, the single use disposable insert was last used on 30-june-2021 on system sk2052. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: it was reported that during an esophagectomy non-transthoracic - transhiatal da vinci-assisted surgical procedure, the harmonic ace instrument tip broke and a fragment fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was to complete the procedure with no reported injury. Unintended fragments falling inside the patient may require surgical intervention. Although there was no patient injury reported, if the failure were to recur, it could cause or contribute to an adverse event. In addition, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during an esophagectomy non-transthoracic - transhiatal da vinci-assisted surgical procedure, the harmonic ace instrument tip broke and a fragment fell into the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used to complete the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer reported the instrument was inspected prior to use with no issues identified. The instrument was in use for dissection without issue for approximately 1 hour when the instrument curved blade and the teflon pad broke and fell into the patient. The surgeon saw the breakage occur which made it possible to immediately identify what had broken and where it was. The fragments were removed with another unspecified robotic instrument and with the aid of laparoscopic forceps. Reportedly, no intraoperative collisions occurred and the instrument functioned normally. No additional surgical procedure was required and no post-operative tests were performed to check for remaining fragments. The customer stated there was no injury and the patient has not returned to the hospital with any post-surgical complications. Photographic images or a video recording are available but have not been provided to isi for review as of the date of this report.

Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary finding of blade broken to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have a broken blade. The blade broke at roughly 0.122¿ from the base and was returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".